Event description:
It was reported that the patient had extreme discomfort in her back, specifically pain all along her spine when she looked down and bent her head forward. It was noted that the patient had a consistent headache as well and also had a fever. All symptoms were reported to have onset of two days prior to the report. It was noted that the patient had only been implanted for a little over two weeks prior to the report. The pocket and incision site for the lead anchors both looked good with no visible signs of infection around either of them. It was noted that lab work would be done to determine the cause of her symptoms and to see if she may have an infection or meningitis. It was further reported that an infection was believed to be the cause of the event. Perioperative antibiotics were administered and intravenous antibiotics were used as treatment for the infection. The stimulator and leads were explanted on 2014 (B)(6). It was noted that the patient had a 50% or greater symptom reduction and had good relief of her symptoms with the stimulator. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient was recovering as expected.